Event description:
It was reported that the buttons on the insulin pump were not responding when trying to deliver a bolus. Blood glucose was normal. Device was not bumped or dropped. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked belt clip slot, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.